Manufacturer narrative:
Corrected d4. Additional information added d8 and g1 manufacturing site.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. A DHR search could not be performed because no lot number was reported. The complaint could not be confirmed, and the root cause could not be determined.

Event description:
The customer reports patient initially had a dialysis catheter placed femoraly on (B)(6) 2024. Patient was admitted to the ICU and when running dialysis, the nurse noticed that the catheter had slipped through the rotating suture wings and was coming outside the body in the groin area. The patient had to have the catheter replaced. Patient was 4 feet 9" which is why a shorter catheter was used.